Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising. The patient noted that they recently moved to australia from another country. The patient reported being seen in a health care facility approximately one month ago, and the battery status showed 39 percent remaining at that time. The root cause of the tones was unknown. Technical services (ts) provided the information to the local company representative. Additional information was received that this s-ICD recorded a battery depletion message, which, resulted in an alert in the remote home monitoring system and caused the device to emit beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising. The patient noted that they recently moved to australia from another country. The patient reported being seen in a health care facility approximately one month ago, and the battery status showed 39 percent remaining at that time. The root cause of the tones was unknown. Technical services (ts) provided the information to the local company representative. Additional information was received that this s-ICD recorded a battery depletion message, which, resulted in an alert in the remote home monitoring system and caused the device to emit beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous submitted report. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising. The patient noted that they recently moved to australia from another country. The patient reported being seen in a health care facility approximately one month ago, and the battery status showed 39 percent remaining at that time. The root cause of the tones was unknown. Technical services (ts) provided the information to the local company representative. Additional information was received that this s-ICD recorded a battery depletion message, which, resulted in an alert in the remote home monitoring system and caused the device to emit beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) while exercising. The patient noted that they recently moved to australia from another country. The patient reported being seen in a health care facility approximately one month ago, and the battery status showed 39 percent remaining at that time. The root cause of the tones was unknown. Technical services (ts) provided the information to the local company representative. Additional information was received that this s-ICD recorded a battery depletion message, which, resulted in an alert in the remote home monitoring system and caused the device to emit beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. The physician plans to schedule a device replacement procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct field h6: impact codes from the previous submitted report.